Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the fiber optic catheter on the cardiosave intra-aortic balloon pump (iabp) was not calibrating and the iabp unit was swapped out with another iabp unit. There was no patient involved and no adverse event was reported.